Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the reported event was likely due to stress/physical damage during the procedure. The distal end of the scope was applied physical stress, such as being hit or dropped, or chemical stress, this may have resulted in the glue between the distal end and the c-cover to deteriorate. In addition, the exact cause of the reported foreign material was unable to be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera duodenovideoscope had a gap in the adhesive area between the plastic cover and distal end and foreign material was mixed with corrosion observed in the plastic distal end cover between the plastic cover and distal end. There were no reports of patient involvement.